Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege patient suffers from constant pain in the area of his right hip and has difficulty moving, ambulating, and sitting. **update**(B)(4) 2013 - sales rep reported revision surgery due to pain and corrosion was noted interoperative.

Event description:
Update 01/13/2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the stem and sleeve. The complaint and associated mdrs were updated. Complaint was updated on 01/15/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.